Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Zimmer biomet complaint number (B)(4). Reported event was confirmed through a review of patient's medical records. Revision operative reports indicate ongoing instability in left knee, prior revision of left knee for instability, patient obesity and known weakness of left knee femoral nerve. These types of events are addressed in the package insert and the associated risk documentation. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the root cause of the event is the patient's condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the patient underwent a left knee revision due to fracture of the hinge pin. Information received in patient's medical records indicates the patient was revised due to instability. The revision operative report noted stiffness in the knee and a wobbly hinge pin. The hinge pin was removed in several parts and the polyethylene bearing and hinge pin were replaced. No additional patient consequences were noted.

Event description:
It has been reported that the patient was revised due to a broken hinge joint.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product - nexgen rotating hinge knee tibial component catalog# 00588000500 lot# 62713874, nexgen stem extension catalog# 00598801018 lot# 62837237, nexgen all poly patella catalog# 00597206535 lot# 62747857, nexgen rotating hinge knee articular surface catalog# 00588005017 lot# 62519517.